Event description:
It was reported that the device reached eri (elective replacement indicator) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product summary: the device was returned and analyzed. Analysis revealed of the device memory showed the battery indicator signifying that it is time for device replacement. False trigger. Eri recorded on (B)(6)-2013. (B)(4).